Event description:
Caller states the patient tested >8.0 inr and 4.9 inr on the coaguchek xs system during duplicate testing. Coumadin was held for 2 days based on device results and a vitamin k shot was received. No adverse event reported. Requested return of suspect system and replacement was sent.